Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of 36 mg/dl and 41 mg/dl. The customer declined to troubleshoot for blood glucose levels. The customer was treated with juice, glucose tablets, apple and nuts. The device is not expected to be returned for analysis.